Event description:
Edwards japan received information that a patient with a 23mm aortic valve has been evaluated for surgical/percutaneous intervention after an unknown implant duration due to aortic stenosis. Current patient status is unknown at this time. Per the reported information, the heart team is considering whether to perform a v-in-v procedure, which is the patient's preference.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. Through further investigation, it was determined that the most likely root cause is patient-related factors, including patient age at implant.